Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the stimulator (ins) hadn¿t been working for a year or so. The patient reported that she couldn¿t communicate with it. The patient reported that it helped a little bit and then it stopped. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-03-30. The patient reported that she had 2 knots that had come up on the neurostimulator (ins). No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her device had not been working for a long while and she just wanted to get the device removed because she did not have luck with it. The patient stated that she did go to a healthcare professional (hcp) at a pain clinic and they told her that they would not remove it but would implant a pain pump, which the patient declined. The patient wanted someone to look at the device again and hcp listings were mailed to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their device had not been working. The patient also reported the two hard knots/bumbs would get sore and become more prominent and painful when she walked to much and they would wake her up at night. The patient also reported that she saw a healthcare professional who said they thought the patients body was trying to reject the implant. The patient stated they wanted to have the device explanted. The patient was directed to follow-up with their primary healthcare professional. No further complications reported as aresult of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that her ins had not been working for a long time. The patient reported that it was not doing anything, not charging, she felt nothing, it was not working. The patient reported that she was taking care of her daughter and her husband and could not deal with all of this and had a nervous wreck, she just gave up. The patient reported that she did not do anything for herself. The patient reported that she noticed she had some hard knots over the ins area. The patient reported that one healthcare provider (hcp) looked at it and said the device probably needed to come out. The patient reported that the hcp was trying to locate someone who knew more about devices. The patient reported that she did not remember if she had a managing hcp. No further complications anticipated.